Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pen had dose log inaccuracy was not giving correct dose. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.

Event description:
Information received by medtronic indicated that the insulin pen had dose log inaccuracy was not giving correct dose. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.

Manufacturer narrative:
Unit paired successfully to commercial app. The following test values were dialed and dosed: 4.0u, 4.0u, 4.0u, 4.0u. All dosed values display in the app as follow, 2.5u, 2.5u, 1.5u, 3.0u. All values doses were displayed inaccurately in the logbook. All doses were written to the app logbook within 1 minute. The test was repeated, and 4.0 u x 10 times were dial and dosed slower. This time all values displayed accurately in the logbook. All doses were written to the app logbook within 1 minute. The screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: inpen did produce false dose logs during investigation. All encoder inconsistencies in investigation can be tied back to too-fast dosing during testing. Slower testing showed consistently accurate results. The customer complaint of dose logs anomaly is confirmed due to fast dosing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.